Manufacturer narrative:
No product was returned for investigation. The report of suspected pump thrombosis and a specific cause for the elevated lactate dehydrogenase (ldh) cannot be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that elevated pump powers were observed. The patient experienced an episode of syncope with ventricular tachycardia. Hemolysis was suspected with elevated lactate dehydrogenase (ldh) and hemoglobinuria. There was concern for pump thrombus. The patient had been anticoagulated with heparin infusion without resolution and worsening of ldh. On (B)(6) ldh was 1,020 u/l with inr 2.8. On (B)(6) patient had a pump exchange. No additional information was provided.